Manufacturer narrative:
The picture was reviewed and no root cause can be determined. However, it was reported that the device is available for analysis. Therefore, once the device is received by the bwi product analysis lab, the evaluation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4). Complaint (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a soundstar catheter and when the physician took the soundstar catheter out of the box, and started to use it by inserting to patient, he noticed something white that was on the tip of catheter. The size was very small, and it was like a white dot. The physician thought that this one is contaminated and requested to change it with new one to continue with the procedure safely. The device was not used on the patient and there was no adverse patient consequence reported. (B)(4).